Event description:
A caller reported that the pump battery would not charge. There was no indication of an adverse impact on the customer's blood glucose level, as the caller declined to provide information on this issue. The caller tried plugging the pump into a different wall outlet and using the same wall adapter, but the charging issue persisted. Technical support instructed the caller to try a different wall adapter, which successfully resolved the problem, and the pump began charging. No further assistance was required.